Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product not returned to manufacturer.

Event description:
It was reported that the customer attempted to place the healing collar (hc343) and it would not seat in the implant. It was also reported that the implant is intact in the patient's mouth.